Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level at time of incident was 500 mg/dl. Customer current blood glucose level was 180 mg/dl. The customer was treated by changing set and gave a bolus. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that insulin pump was under delivering because customer actions prior to the event was sleeping. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.